Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation(mr), venoarterial extracorporeal membrane oxygenation (va ECMO) and impella heart pump for a mitraclip procedure. During the procedure, there was pericardial effusion observed when an attempt was made to advance steerable guide catheter(sgc) in right atrium. The excess liquid was drained and the patient was referred for open heart surgery (pericardial window). 2 mitraclips were implanted. The mr was decreased to grade 2 post procedure. Patient is in stable condition. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported pericardial effusion. Pericardial effusion is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as the excessive fluid was drained. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 degenerative mitral regurgitation(mr), venoarterial extracorporeal membrane oxygenation (va ECMO) and impella heart pump for a mitraclip procedure. During the procedure, there was pericardial effusion observed when an attempt was made to advance steerable guide catheter(sgc) in right atrium. The excess liquid was drained and the patient was referred for open heart surgery (pericardial window). 2 mitraclips were implanted. The mr was decreased to grade 2 post procedure. Patient is in stable condition. There was no clinically significant delay reported. No additional information was provided.